Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional rotating hemostatic valve device referenced is being filed under a separate medwatch report.

Event description:
It was reported that during a procedure, a rotating hemostatic valve [rhv] was noted to leak. A new rhv was used; however, the same problem occurred. The procedure was completed with a third unspecified rhv. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis; however, 11 sterile, unused rotating hemostatic valves (rhv) were returned. Visual inspection and functional testing was performed on the sterile devices with no damage noted and no leaks noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was not completely connected/fully tightened thus resulting in the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.